Manufacturer narrative:
Updated data: b5, e1, h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was at the bottom of the pigtail at an implant depth of 5 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). A 35 millimeter (mm) non-medtronic guidewire was used. Following the valve implant, residual central aortic regurgitation was observed. Following the balloon dilation, the valve dislodged aortic and was supra annular.

Event description:
It was reported that prior to implantation of a transcatheter aortic valve, the valve was pre-dilated with a 20 mm non-medtronic balloon. After implantation, residual aortic regurgitation was observed. The physician then performed post-implant dilatation with a 22 mm non-medtronic balloon, and the balloon was pulled out of the valve before it was fully deflated. Subsequently, the valve was pulled out of the annulus. The patient remained stable and coronary occlusion did not occur. A snare was used to pull the valve into the ascending aorta, and a 23 mm non-medtronic transcatheter valve was subsequently implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.